Event description:
Patient setting was niv-st then intubated. Two batteries indicated red and plug indicator had red x. User unplugged ventilator then plugged the ventilator back into wall ac, then received a battery communication error. Screen froze and the vent stopped and froze on a self-test screen. Bagged patient and switched to a hamilton-c1.